Manufacturer narrative:
Findings: pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit communicated properly with mini link transmitter sensor and glucose sensor simulator. No unexpected low suspend alarm noted. No basal anomaly noted. The basal rates had been changed several times between 2am-5am on (B)(6) 2016. Unable to verify if settings have been changed by customer due to event history file was overwritten. Unit was programmed with multiple basal rates and monitored. The basal were delivered and recorded properly in basal review screen. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarm low suspend. Customer's blood glucose at time of incident was 170 mg/dl. The customer was also reporting an incremental basal rates increase as a temp basal in the morning hours where her basal rate does not change. The customer was advised that threshold suspend should return to temp basal has been programmed before. The customer will call back after she has uploaded.